Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump has minor scratched lcd window, cracked case at display window corner, broken belt clip slop at battery tube threads area, cracked reservoir tube and cracked reservoir tube window.

Event description:
It was reported that the insulin pump alarmed button error while the customer was playing sports. The customer's blood glucose was 62 mg/dl. It was reported that the insulin pump was touching the customer's body. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).